Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery alarm or verify button keypad anomaly, rewind anomaly and failed battery test alert due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced multiple malfunctions. The customer's blood glucose at the time of the incident was unknown. The customer experienced failed batteries, haziness under the screen, loud pump during rewind, no delivery alarms and keypad anomaly. The customer declined troubleshooting. The insulin pump will not be returned for analysis.